Event description:
It was reported that during a regular pacer check, the chronic right ventricular (rv) lead showed high thresholds. The physician was not sure if this was a new issue since the lead was 12 years old. It was noted that the patient does not pace in this chamber. Currently the lead remains in place and will be checked again in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592-45 lead (B)(6) 2002. (B)(4).